Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the refrigerant delivery path was obstructed. The coaxial umbilical cable was reconnected with resolve. After the left superior pulmonary vein (lspv) was ablated, st elevation was confirmed. The balloon catheter was then removed form the body, and mild right coronary artery spasm was confirmed by angiogram. After nitrol was administered, the procedure continued, and the case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed an unrelated system notice 50012, ¿the refrigerant delivery path is obstructed¿ with the catheter on the date of the event. The bin files showed multiple applications were performed with this catheter and some applications had temperatures that were not optimal. The balloon catheter was not returned. The reported issue (mild coronary artery spasm and st elevation) is a clinical issue and could not be confirmed through data analysis. If information is provided in the future, a supplemental report will be issued.